Event description:
It was reported that the right ventricular lead exhibited an arrhythmic storm with possible inappropriate discharges. It was noted that multiple discharges were found with evidence of noise. An x-ray was performed, and fracture of the electrode was observed. Programming changes were performed. The patient was in stable condition.